Event description:
It was reported that the user experienced an unexplained rise in blood glucose from approximately 116 to 219 beginning several hours after a meal, followed by a decline to 58, while using the ilet and subsequently received oral glucose treatment with butterscotch and a glucose tablet after a pump alert. Symptoms included feeling disoriented or ¿drunk,¿ consistent with hypoglycemia. Outcomes included resolution of the low with treatment, return to target range, no further questions, and no effect on blood glucose during the follow-up call. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no identifiable precipitating factor for the glucose excursion, with hypoglycemia occurring after a postprandial rise of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.